Manufacturer narrative:
(B)(6). Asp investigation summary: the investigation included a review of the device history record, trending analysis of the haze/mist/vapor issue and system risk analysis (sra). The device history record (DHR) was reviewed and met manufacturer specifications at the time of release. No issues related to this failure mode were noted. Trending analysis of haze/mist/vapor issue was reviewed (march 2017 to september 2017) and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the oil vapor/mist was the oil mist filter and spring. The field service engineer adjusted these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil mist filter spring was deformed and an adjust was made to the filter and spring to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an oil vapor emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.